Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the implanted neurostimulator battery was empty. The caller and the patient were confused about the recharger and how to charge it. The caller was not sure why the ins battery was empty, but the patient did not remember the last time they charged. The caller stated the patient charged the charger every night, which was fully charged overnight. During the call, the patient representative could find the recharger, place the blue side in the drape, and start a recharging session. The recharger app showed the ins was at 25% and charging. Pss reviewed for the patient to keep charging. The patient representative stated the doctor was leaving the practice and they were getting set up with a new neurologist.